Manufacturer narrative:
Visual inspection of the returned lens showed what appears to be yag laser marks in the material of the lens. Manufacturing inspected the returned lens for haze using the slit lamp process and it met all specifications. The surgeon's report of an opaque sheen on the lens could not be confirmed. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received: yag capsulotomy in patient's right optic was performed on the same day. It was reported that after the yag procedure, there were black spots seen on the back of intraocular lens (iol). In addition, it was stated that black spots are consistent with intraocular lens (iol) that had been yagged (yag procedure). Patient symptoms included blurry vision at three (3) weeks post op, making it difficult to drive. Patient had a diagnosis of nuclear sclerotic and posterior subcapsular cataract of the right optic. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgeon reported the intraocular lens (iol) developed an opaque sheen four and a half years after implant. The lens was removed without complication. Prior to release to the market the lens met all manufacturing specifications.

Manufacturer narrative:
The intraocular lens was received and transferred to the manufacturing site for analysis, results are pending. Prior to release to the market the lens met all manufacturing specifications. Our investigation is inconclusive at this time. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.